Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) months post initial procedure, the patient presented with leg pain. CT (computed tomography) scan detected a possible type ii endoleak (anatomy-related) with an occluded left limb, which appeared compressed by the right limb due to an angulated aorta. The physician elected to treat the patient by implanting two (2) additional ovation ix iliac limbs on (B)(6) 2020. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type 2 endoleaks (non- device related) of the internal mesenteric artery and lumbar artery and occlusion of the left iliac were confirmed. Additional, there was also evidence to suggest a type 1a endoleak had occurred. These events are most likely anatomy related due to the severe infrarenal angulation (66 degrees). The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) months post initial procedure, the patient presented with leg pain. CT (computed tomography) scan detected a possible type ii endoleak (anatomy-related) with an occluded left limb, which appeared compressed by the right limb due to an angulated aorta. The physician elected to treat the patient by implanting two (2) additional ovation ix iliac limbs on (B)(6) 2020. As of date, there have been no additional patient sequelae reported. Updated information: evidence suggest a type ia endoleak also occurred. The type ia endoleak was discovered during review of the 2 month post implant CT (computed tomography) scan.